Event description:
The manufacturer received information alleging an issue related to CPAP device's sound abatement foam. The patient alleged visualization of black foam insert his airway alleged a coughing spell for about two hours . There was no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleged visualization of black particles and cough. There was no allegation of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and found no signs of contamination on the outside of the device. A internal visual inspection was performed by the manufacturer. The manufacturer found signs of contamination in the bottom enclosure and on the reservoir seal, signs of contamination on the bottom of the flip lid, buildup of unknown contamination inside of the blower motor. The device's downloaded event log was reviewed by the manufacturer and found no errors logged. The device was hooked up to power supply, airflow was verified and the device operated properly. The humidifier was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer found evidence of contamination in humidifier. The manufacturer concludes no evidence of sound abatement foam degradation or breakdown. The manufacturer confirmed evidence of contamination in the device. Section d9, g3, h6 has been updated / corrected.